Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during a stent-assisted coil embolization procedure, the physician attempted to recapture the enterprise 2 ((B)(4)), but the stent would not come all of the way back into the 0.021 prowler select plus microcatheter ((B)(4)/lot unk). He had to remove the entire system from the patient, and used a second stent ((B)(4)) with no additional issues. There was no patient effect, and the procedure was able to be completed using the second stent. It was reported that the device would be returned for analysis. The device was not returned for analysis. In addition, the lot number was available; therefore, a DHR could not be performed. The inability to recapture the stent could not be evaluated since the stent was found deployed inside of a pouch and the microcatheter was not returned for analysis. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the device manufacturing process, and procedural factors and handling process may have contributed to the failure as reported. No corrective action will be taken at this time. This is 1 of 2 mdrs being submitted for this complaint, with associated report numbers of 1226348-2016-00153 and 3008264254-2016-00071.

Manufacturer narrative:
(B)(4). Since the lot number could not be provided by the customer, the manufacture and expiration dates are unknown. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this complaint, with associated report numbers of 1226348-2016-00153 and 3008264254-2016-00071.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization procedure, the physician attempted to recapture the enterprise 2 (enf403900/10579509), but the stent would not come all of the way back into the 0.021 prowler select plus microcatheter (606s252x/lot unk). He had to remove the entire system from the patient, and used a second stent (enf403000) with no additional issues. There was no patient effect, and the procedure was able to be completed using the second stent.